Manufacturer narrative:
A review of the manufacturing documentation of the ipg revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.

Event description:
A report was received that the patient had a discharge at the pocket site. The physician prescribed the patient oral antibiotics. The physician believed that the patient had a minor infection which was not procedure or device related.

Event description:
A report was received that the patient had a discharge at the pocket site. The physician prescribed the patient oral antibiotics. The physician believed that the patient had a minor infection which was not procedure or device related.